Event description:
The user facility reported that the clamp on the rocker arm of the device unlocked and caused a gash in the pt's skull. Additional info was received in 2008: was advised that while a craniotomy was being performed six days prior, the device slipped, and the pt sustained a laceration which required 3-4 staples. It was a superficial laceration. There were no post-operative complications to the reporter's knowledge.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.